Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, and brown particles. Leak test was performed and found an opening on the device radius. A microscopic analysis was performed which identified a crease(smooth) opening on the device radius. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a crease(smooth) opening on the radius due to a fold(flaw) opening

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.